Event description:
Customer reported she was hospitalized due to high blood glucose. Customer does not recall blood glucose level. Customer was hospitalized due to diabetic ketoacidosis and a virus of some kind. Customer declined troubleshooting. Customer stated she experienced a stroke and was not able to recall the events without looking at the document. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.